Event description:
Note: the date of event is unknown. Boston scientific corporation was informed that a radio frequency ablation procedure was performed using a 3.0/17/15 leveen superslim needle electrode device at three areas of the liver (female patient; age and weight are unknown). The complainant reported, "at the first part, a half-deployed method was done for 3min and 50sec and a full-deployed was done for 5min. And 40sec. At the second part, a half-deployed method was done for 2min. And 38sec. The third part, a half-deployed method was done for 52sec and a full-deployed was done for 5min and 37sec at the surface of liver. When the handle was tried to pull back due to the removal from the body, it was felt the severe resistance and couldn't be moved by a person. Then, it was tried to pull back with other doctor, the handle could pulled back. It wasn't confirmed the tine was come back in the cannula at that time. When the unit was removed from the body, the tine was deployed with the handle pulled back. The patient had no hemorrhage and injury."

Manufacturer narrative:
A visual examination of the returned device noted the following: the electrode insulation was damaged (appeared like "cuts") approximately 5.0-7.5 cm proximal of the distal tip; and the cannula - electrode array was slightly bent approximately 10 cm proximal of the distal tip. Visual exam following dissection of the device handle noted that: the side energy director appeared less than 50% crushed; and the distal energy directors appeared approx. 75% crushed. Physical measurements confirmed the following to be within manufacturing tolerance: the insulated cannula outer diameter, the cannula flare outer diameter, the distal reveal gap, the proximal reveal gap, and the spacing between the proximal end of the heat shrink to the proximal end of the flare. Additionally, the cannula was confirmed to slide into the proximal end of the handle. Electrical continuity of the device was confirmed to be intact. The device history record for the pertinent lot was reviewed; no anomalies were noted. The cause of reported malfunction is attributed to be related to an inadequate weld during the manufacturing process.